Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. Upon investigation the monitor would not fully power on.

Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. Upon investigation the monitor would not fully power on. The monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the damaged monitor.